Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide-bundle of the insertion section was broken, the outer tube was damaged, the light transmission was not given or too low, and the leakage current was inadequate. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the welding of the insertion section was damaged therefore the rotation of the insertion section is defective (optics do not work at a 30° angle). Additionally, there was no cause established for the additional findings. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the rigid video scope exhibited optics not working at 30-degree angle. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.